Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt did not have their equipment with them at the time of the call. The reason for call was pt said they recently saw their doctor and want to update their handset and communicator because it doesn't always work for them. Recommended pt call back once they have their handheld equipment with them. The issue was not resolved through troubleshooting. On (B)(6)2023, additional information was received from the patient. They reported that they charge their communicator until the light is green, they are able to use it one time but the next day it is dead. Replacement communicator sent. The patient also reported they get a jolt from the metal detector at ross (security gate) and they will be going through airport security. Reviewed security gate and airport security compatibility information and the recommendation to turn off stimulation prior to passing through metal detector security gates.